Manufacturer narrative:
A partial lead was returned. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that hv impedance had decreased. Stored episode showed aborted therapy for t-wave oversensing. When the pocket was opened, the lead was found exiting the rv df-1 pin at an acute angle and the outer insulation was completely severed. The lead was capped and a portion was returned for analysis.